Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient connected to an unprimed line. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported, during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) connected to a patient line during prime. The hp was connected by the time the hc device advanced to ¿check patient line/connect yourself¿. The technical service representative (tsr) explained to the hp that they should not be connected during the prime. The tsr advised the hp about the ¿connect bags/open clamps" prompt on the hc and explained more about the problem of being connected during the prime. The hp understood. The tsr instructed the hp to disconnect and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.